Event description:
It was reported that before use of the sharps coll 19gal red the lid or slide lid/clamp was missing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: sliding lid was missing.

Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing slider for the same part number throughout the last twelve months. Based on the samples, it was confirmed the lack of slider door within the lid which is an issue caused by the manufacturing process, this is an issue already known in the process and an improvement action had already been implemented (vision system to detect lack of slider door) in the stations where the assembly between lid and door is performed however, this product can be manufactured in three machines (bd08, bd-15 and bd-25) and the corrective action (vision system) was implemented in the main machine (machine where the 45% of the production is being manufactured). According to lot consumptions traceability, the lids used to complete the boxes come from the machine where the vision system hasn¿t yet been implemented. Within the current process were implemented corrective actions (ca-rj001638 for missing slider and slider misplaced) to avoid (reduce) the occurrences: for failures related to the assembly process between the lid and the slider door, a vision system was implemented to detect when a lid has missing the sliding door, or when the sliding door is misplaced.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the sharps coll 19 gal red the lid or slide lid/clamp was missing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: sliding lid was missing.